Event description:
New information notes during device change out, the lead was explanted due to externalized conductors observed via fluoroscopy.

Event description:
It was reported that high lead impedance and thresholds have steadily increased in 2-3 months. The lead was tested and functioned normal. The physician opted to monitor the lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were found at 13.7-14.1cm from the distal end, consistent with lead friction to another device and at 44.2-44.3cm from the distal end, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.